Manufacturer narrative:
D9 - date returned to mfg: 9/15/2025. Received one (1) used. List #14687-15, primary plum set with one (1) used. List #unknown, bag spike adaptor w/ spiros for inspection. Received one (1) photo showing embedded material in the cassette. Embedded burnt material was observed inside the cassette. The cassette was cut open and the particle was confirmed to be embedded in the wall, not in the fluid path. The complaint of stains can be confirmed. The most probable cause is burnt material embedded in the cassette during the molding process in costa rica. While the device fails visual inspection, the embedded material is not in the fluid path and does not affect the functionality of the device. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that there are stains at chamber. The event was noted during drug preparation. There was no patient involvement in the event.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).